Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Proximal stent struts were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25 may 2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 82% stenosed, 3.5mm x 36mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.